Event description:
It was reported that 16 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from hub during use. The following was reported by the initial reporter: "it was reported that on 16 syringes the needle shield was hard to remove and the needle hub separated into shield. Verbatim: consumer reported found 16 syringes needle shield hard to remove needle hub stuck in shield has 1 of these to return."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: samples were received and an investigation was performed. This is the 6th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Customer returned (5) loose 3/10cc, 8mm, 31g walgreens syringes with the shelf carton from lot # 9324122. Customer states that the needle hub separated into shield. All returned syringes were tested to determine the shield removal force. All removal forces fall within specification. No hub assembly separated from the barrel when the shield was removed. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 16 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from hub during use. The following was reported by the initial reporter: "it was reported that on 16 syringes the needle shield was hard to remove, and the needle hub separated into shield. Verbatim: consumer reported found 16 syringes needle shield hard to remove needle hub stuck in shield has 1 of these to return."